Event description:
This report was received via the (B)(4) office. It is reported this event involved a (B)(6) year old female patient. The procedure started based on a regular seldinger technique via the subclavian site. After passing the guide wire, when trying to insert the dilator through the skin, the tip of the dilator was deformed. The patient had soft and healthy skin at the insertion site. The procedure was stopped and another kit was opened and a new dilator was used. The procedure finished and the catheter was placed. The patient was transferred to ICU for follow-up. No further complications, injury, or death was reported. Due to guidance of the legal team and the restraints of the ofac, no further action will be taken on this complaint.

Manufacturer narrative:
(B)(4).